Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was focal and at the proximal end of the lad. The ivus would not cross the lesion due to a severe bend in the ostium of the lad. A balloon dilatation catheter was used to perform pre-dilatation and the flexi-cut was engaged. During the second dilatation, the balloon ruptured at 2 atm. Another flexi-cut was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering noted that balloon ruptures may occur due to, but not limited to, manufacturing, materials, mechanical damage, handling of the device during use, over inflation and/or interaction with pt anatomy or interaction with associative devices. It was reported that the target vessel was tortuous, with mild calcification, eccentric and a 70% stenosis, which may have contributed to the failure. Since the device was able to be prepared for use, and used for some cuts, this failure appears to be related to circumstances during the procedure; however, without the device to analyze a root cause for the reported discrepancy cannot be definitively determined.